Event description:
At approximately 4:30pm the customer received a blood glucose reading of 594mg/dl on the contour next link. She was sweating, which she stated was a symptom of hypoglycemia. An ambulance was called and the customer was retested with ambulance meter. The reading was 45mg/dl and she was given 1/2 unit/syringe of d50 dextrose. At approximately 5:45pm they retested her blood and the reading on the ambulance meter was 119mg/dl. The reading on the contour next link was 394mg/dl. After she ate dinner she felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.